Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer got the following readings on his meter within 10 minutes: 314 mg/dl at 9:00pm on (B)(6) 2017; 138 mg/dl at 9:00pm on (B)(6) 2017. Two weeks prior to the readings on (B)(6) 2017, the customer got the following readings within 10 minutes: 533 mg/dl at 9:00pm; 172 mg/dl at 9:00pm. No adverse event reported, meter and strips replaced and requested for return.